Manufacturer narrative:
The suspect device is an ep technologies catheter. During use, the staff noticed noise and was unable to pace electrically. It was confirmed with (B)(4) at the facility (B)(4), 2011 via a telephone conversation, the pt experienced no injury and the case was completed with a new catheter. The device is sought for return from the user facility. If and when the device is returned for investigation, more info will be submitted.

Event description:
Title: xxxxx. Event desc: after placing the catheter in the right atrium, noticed noise and unable ot pace electrically. The device is a reprocessed product by sterilmed inc and mfg by ep technologies. What was the original intended procedure? Ep testing with induction of arrythmia device usage problem: device malfunction - that is, the device did not do what it was supposed to do.